Event description:
The pt stated that the outer tubing of her infusion set separated near the luer lock connection. She stated she was at work and her husband was bringing her another infusion tubing. She stated that she was aware of the recall. No physiological effects were reported. The pt was in a hurry to end the phone call. No add'l info was available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.